Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. It was also reported that there was high thresholds on the left ventricular (lv) lead. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 6947 defib lead, implanted: (B)(6) 2002; 4472 competitor lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.